Event description:
The customer contacted baxter's service center regarding air within the patient line, which occurred on the homechoice (hc) during initial drain. The home patient (hp) said the patient line had air bubbles in it. The technical service representative (tsr) assisted the hp end therapy, informed to start over using new supplies or use manual bags. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 regarding the reported problem. The pd rn stated the patient did not need any medical intervention due to the reported problem, and is continuing therapy fine. The pd rn stated the patient did contact the on call nurse that evening right after contacting baxter. The pd rn stated the patient continued therapy that evening by starting over with new supplies and everything went fine. No further information was provided. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.